Event description:
It has been reported that the motor that drives the bed up and down was bent at both ends where it attaches to the frame. It was also reported that the bushing in the guide arm were broken. No injury reported.